Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using a px slim delivery microcatheter (px slim). During the procedure, the patient experienced a transitory vasospasm in the internal carotid artery. The px slim was exchanged for another manufacturer's microcatheter and the transitory vasospasm was resolved. The transitory vasospasm was adjudicated to have a possible relationship to the px slim, probable relationship to the angiographic procedure and unrelated relationship to the aneurysm disease state.